Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient underwent an MRI in 2016 (specific date not reported). Following this event, the patient experienced a performance decrement which led to device non-use for four years. On (B)(6) 2022 (specific date not reported), the patient started wearing the sound processor again and reported poor sound quality with the device use. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.